Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that dropped ventricular sensing was observed. X-ray revealed lead dislodgement in svc. Helix showed no retraction. The lead was explanted and replaced. The patient was stable post-procedure.